Event description:
It was reported that a pocket revision was performed because the patient was experiencing pain at the cardiac resynchronization therapy defibrillator (crt-d) implant site. During the pocket revision, reprogramming was done to adjust the left ventricular (lv) lead pulse width. After the procedure, the patient experienced a drop in ejection fraction and the physician reported that the device was not working. It was determined that the lv lead exhibited a loss of capture was due to the reprogramming done during the pocket revision. The crt-d and the lv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.